Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "pressure sensor adjustment failed" message. The device was in clinical use when the issue occurred. No patient or user harm reported. A remote service engineer (rse) . During troubleshooting with the customer, the customer reported that restarting the device had no effect. The rse recommended checking the event logs, and troubleshoot on the gas delivery system (gds) and data acquisition (da) board. The customer was provided with the part number for a replacement gds. The device was evaluated by a service engineer (se), and it was noted that the customer's issue was confirmed (near-end pressure sensor failed to zero). The se checked the device, and reported that the da board had failed. After replacing the da board, the device was tested, and the se noted that the device was returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).